Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated chloride result and a falsely elevated sodium result for one patient sample. The architect generated an initial chloride result of 123 and an initial sodium result of 173. The physician questioned the results and the sample was repeated. A repeat chloride result of 97 and a repeat sodium result of 134.1 were generated. The next day the patient was redrawn and generated a chloride result of 98 and a sodium result of 135.7. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result. (B)(4), no consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A review of the system log confirmed that elevated ict results were generated for one sample. The message history and result log revealed error code 3375 was associated with the sample. The system log review indicated the probable cause for the elevated ict results was sample integrity. No additional complaints have been reported for elevated ict results since this issue occurred. An adverse trend was not identified for the customer's issue. Labeling was reviewed and found to be adequate. Based upon the available information, the evaluation did not identify a product deficiency.